Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, tubal ligation, tonsillectomy, anemia, pregnancy and parity 3. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2006 and (B)(6) 2014.three coils in the uterus present. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on (B)(6) 2006: essure device was successfully occludedresults: total bilateral occlusion; on (B)(6) 2012: impression: nonvisualiation of the left fallopiantube. Spill of contrast fro1m the right adnexa, but anormal fallopian tube contour is not seen.ultrasound biliary tract - on (B)(6) 2002: impression: normal examination of the liver, gall bladder and pancreas. Quality-safety evaluation of ptc:unable to confirm complaint .most recent follow-up information incorporated above includes:on 28-aug-2019: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), psychologicalor psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), pelvic pain were added. Case becomes incident. Outcome of the event pelvic pain updated. New reporter added, plaintiff's information updated. Date of insertion and date of removal added. Medical history and treatment drugs were added, lab data added.incident:no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, tubal ligation, tonsillectomy, anemia, pregnancy and parity 3. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s)/tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, dysmenorrhoea, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2006 and (B)(6) 2014. Three coils in the uterus present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Results: total bilateral occlusion; on (B)(6) 2012: impression: nonvisualiation of the left fallopian tube. Spill of contrast fro1m the right adnexa, but a normal fallopian tube contour is not seen. Ultrasound biliary tract - on (B)(6) 2002: impression: normal examination of the liver, gall bladder and pancreas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events- general abnormal bleeding, abdominal pain and psych injury were added. Event outcome updated for: abnormal bleeding (vaginal, menorrhagia) and menorrhagia. Lawyer added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.